Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery was performed on (B)(6) 2021, the patient presented knee pain. Therefore, a revision surgery was performed on (B)(6) 2023 in order to explant the jrny ii bcs xlpe art isrt sz 5-6 lt 9mm device, the journey tibia base np lt sz 5 device, the jrny ii bcs femoral oxin lt sz 6 and the gii oval resurfacing pat 35mm device. No further information available at this moment.

Manufacturer narrative:
D10, h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, approximately a year after implantation the patient had a total knee arthroplasty revision due to knee pain. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient's current condition is unknown and the patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, joint tightness and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.